Event description:
It was reported that during replacement of the battery while in use on a patient, the external pulse generator (epg) powered off. The patient¿s pulse was about 80 beats per minute (bpm). Hospital staff inspected the epg and could not duplicate the issue. It was indicated that it would be returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that during replacement of the battery while in use on a patient, the external pulse generator (epg) powered off. The patient¿s pulse was about 80 beats per minute (bpm). Hospital staff inspected the epg and could not duplicate the issue. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).